Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound. Although the speaker was confirmed to be functioning per specification during testing, the customer stated there was no sound coming from the device at the time of the event. Therefore, the philips remote service engineer (rse) confirmed that the customers device would be exchanged for a new device. A new device was delivered to the customers biomedical department. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the intellivue mx40 802.11a/b/g displays a speaker malfunction and is unable to produce any sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.